Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on with blood glucose of 760 mg/dl. Customer reported that the insulin pump was not functioning. Customer was using insulin pump system within 48 hours of reported high blood glucose. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. However, pump received with a high sleep current measurement, problem isolated to the pcb 1. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.